Manufacturer narrative:
D10 concomitant products: sigradmt, tri 2.0 sigradmt rad med thk 12mm (lot#n0a1059y) egia45amt, egia45amt egia 45 artic med thick sulu (lot#p2g0294) sigadaptstnd, sig power sigadaptstnd linear adapter (sn:c18abe0782) sigphandle, sig power sigphandle handle (sn:c22aah0574) sigpshell, sig power sigpshell control shell (lot#unknown) sigmret, sig power sigmret manual retract tool (sn:unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, after checking the opening and closing of the device without removing the yellow tab, the user was unable to remove the yellow tab. It was found out that the yellow tab on the reload connection part was damaged. A second reload was then used to close the insertion opening of the esophageal cervical anastomosis. However, after firing the device, the jaws did not open. The display showed an exclamation mark on the reload lane. When closing of the jaws operation was done, it switched to the gauge display, but when the opening operation was done it was the same. The surgeon reconnected and restarted the device, but the issue remained the same. A manual adapter tool was used, the device rotated a little initially, but the rotation was so stiff. Therefore, the retractor got damaged and the jaws did not move. A second one was use, but it could not rotate the device. The surgeon then used forceps and was able to release the lock and pull back the device. There was no patient injury.